Event description:
It was reported that during an abdominal aortic aneurysm repair procedure, a balloon rupture occurred. The mildly tortuous target vessel was located "below the renal artery". The physician inflated the equalizer balloon catheter one time using "3ccs", however, the balloon burst. No post-procedure complications were noted and the pt status was reported as "good".

Manufacturer narrative:
The device analysis found the balloon to be burst near the distal shoulder. The catheter shaft was examined for cosmetic defects and none were found. Both proximal and distal balloon bonds were examined and found to meet the required minimum distal and proximal bond length specifications. The device history record review confirms that this device met all material, assembly and performance specifications. The most probable root cause can be attributed to operational context.